Event description:
See section h, number 6, event problem and evaluation codes.

Event description:
The patient stated they were not feeling much stimulation and what was felt was different than the sensations the patient felt during the trial period. They were also feeling pain. X-ray images were taken and it was observed that the lead had migrated. The lead was replaced on (B)(6) 2020.